Event description:
It was reported that the ICD was shocking the pt inappropriately. A magnet was placed to suspend tachy therapies. The electrogram revealed artifacts consistent with metal fracture in the lead.